Manufacturer narrative:
A visual examination of the returned device revealed that the stent was fully mounted on the device, however, the distal wires were perforating the catheter's outer sheath. The outer sheath was retracted from the tip and had various kinks. The t bar was detached from the outer sheath despite indications proper bonding. The protrusion of the wires caused a restriction while attempting to deploy the stent, yet the stent was able to be deployed. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the database for similar complaints was conducted; no add'l complaints have been recorded for the pertinent lot. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
Note: this medwatch report is being submitted as a result of returned device eval. Visual examination of the device has revealed distal stent wires perforating the catheter's outer sheath. In 2006, it was reported to boston scientific corp that during the placement of a wallstent biliary stent with unistep plus, the stent would not deploy. The physician removed the device and completed the procedure successfully using another same device. The pt's condition was reported as "fine".